Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was caused by software failures. A field service engineer rebooted both fridge and medstation to get the fridge back online and resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, refrigerator was not recognized on station, displayed error message as device not detected on the bus. The customer stated that there was a delay in retrieving medication for the patient, but no harm reported. There were no adverse events or injuries reported based on this event.